Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had under delivery and insulin pump not delivering the insulin. The customer's current blood glucose was 328 mg/dl. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will not returned for analysis.